Manufacturer narrative:
(B)(4).

Event description:
It was reported that the instrument was fractured. A second instrument was used to complete the surgery. There was no report of patientharm or involvement.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under: 1825034 biomet.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under: 1825034 biomet.